Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic probe broke when first used during a diagnostic ion robotic-assisted bronchoscopy system (ion) and endobronchial ultrasound (ebus) procedure. There were no reports of patient harm. There was less than a 30 (thirty) minute delay and the procedure was completed with a backup.